Manufacturer narrative:
The customer reported problem was confirmed. Device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced upper transducer for shorted 4.9v cause error 240.4150. Replaced u4 dim segment affected recall. Replaced bezel. Rear case ,right iui corroded. Received software 9.33.1.2. Return as ver 9.33.1.2 tested pm. Based on the findings, service determined that the proximate cause of the reported issue was due to customer damage of the faulty pressure sensor. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn (B)(4) was performed from 07/26/2010 to 09/01/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
During servicing we identified a faulty pressure sensor which constitutes a reportable malfunction. There was no patient involvement.